Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch report # mw5118429na.

Event description:
A user facility medwatch report (#5118429) was received and states: patient procedure was completed and the closure device was used to seal the access point to the femoral artery. The device demonstrated a significant filling defect and migrated inside the femoral artery. The patient required a surgical procedure to remove the device. Ultrasound detected migration of the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records could not be completed, nor a review for complaint history could be performed because the part was not returned, and the part number and lot number were not reported. Based on the reported information, a conclusive cause for the migration, separation, or treatment cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.